Manufacturer narrative:
(B) (4). Eval: results: eval for the returned product shows that the unit powered-up. There was no alarm when the pressure is removed from the sensor or when the sensor is detached. The unit was tested with a new sensor and batteries. The unit shuts off after a short time while the sensor is connected. When the sensor is not connected the indicator stays flashing. The sensor receptacle shows no damage. The battery wire insulations are pinched. The unit battery door is missing. (B) (4).

Event description:
The customer claims that the unit has no power. The unit was tested with new batteries. There is no visible damage to the alarm case. There was no pt injury reported. Inspection for the returned product shows that the unit powered-up, but there was no alarm tone.